Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The battery was replaced and the unit was returned to service. Customer contact reports no patient information available. Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit shutdown during a case and was unable to restart. The unit was replaced and the case was continued. There was no report of patient injury.